Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not functioning properly and he has to 'fuss' with the cord in order for it to charge. The patient received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger not working/'fuss' with cord) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.